Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that a physician questioned falsely low architect calcium results of approximately 5.0 mg/dl for three patients. The samples retested in the normal range of 8.5 - 10.6 mg/dl. No exact values were provided. No adverse impact to patient management was reported.

Manufacturer narrative:
A field service representative performed the cuvette washer test and found water in the cuvettes when the cuvettes should have been dry. During inspection of the vacuum tubing from the dryer tip to the vacuum pump, the fsr found a pinch/block in the tubing. The tubing was determined to be the likely cause and required replacement. No additional discrepant results were reported. A review of the architect serial (B)(4)service history identified no additional complaints or service issues associated with discrepant results on or around the date of this event. Tracking and trending review did not identify any trends. Manufacturing documentation for the architect c4000 analyzer was reviewed and noted to contain adequate information to troubleshoot the customer issue. Based on the investigation, no deficiency was identified.